Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low shock impedance measurement, measuring less than 30 ohms. The patient was hospitalized, the system impedance remains at 30 ohms. The physician did not want to carry out a test shock under the conditions. Boston scientific technical services provided troubleshooting options. Data and x-rays were provided for review and no noise was captured on the s-ECG. The impedance appeared to be decreasing over-time. The electrode appears slightly inferior, this can impact the energy distribution. The patient's heart shape was too large, it was suspected that the situation appeared potentially pointing to a clinical situation. Boston scientific technical services believed a revision procedure is not needed. No additional adverse patient effects were reported. This device and electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low shock impedance measurement, measuring less than 30 ohms. The patient was hospitalized, the system impedance remains at 30 ohms. The physician did not want to carry out a test shock under these conditions. Boston scientific technical services provided troubleshooting options. Data and x-rays were provided for review and no noise was captured on the s-ECG. The impedance appeared to be decreasing over-time. The electrode appears slightly inferior, this can impact the energy distribution. The patient's heart shape was too large, it was suspected that the situation appeared potentially pointing to a clinical situation. Boston scientific technical services believed a revision procedure is not needed. No additional adverse patient effects were reported. This device and electrode remains in-service.